Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 38 mg/dl. The cause of the low bg was unknown; however customer suspects it may be due to an extended period of time without consuming carbohydrates. Subsequently, customer was hospitalized. Bg was treated with a glucagon injection, and an unspecified intravenous treatment. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.